Event description:
It was reported to philips that the system was unable to perform exposure, which can impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was used for coronary surgery at the time of event. However, there was no harm or injury reported to philips. The reported problem did not impact the surgery, images come slowly when performing the exposure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform exposure. Upon functional testing, the fse checked the logfiles and found the graph error. To resolve the reported issue, the fse reinstalled the ippc os and app. After reinstallation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.